Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self test for two tests performed on (B)(6) 2023. This MFR. Report addresses test one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023 on a nasal sample. Additional testing was performed (at a facility) on the same day with a non-abbott test (platform - unknown) which generated a negative result. The consumer stated the patient was symptomatic (sneezing and runny nose) and had exposure to covid-19. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 207015 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 207015, test base part number 195-430wl/ lot 203834. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 207015 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single-use, device discarded.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 : single-use, device discarded.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self test for two tests performed on (B)(6) 2023. This MFR. Report addresses test one (1) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023 on a nasal sample. Additional testing was performed (at a facility) on the same day with a non-abbott test (platform - unknown) which generated a negative result. The consumer stated the patient was symptomatic (sneezing and runny nose) and had exposure to covid-19. Although requested, no additional patient information, including treatment and outcome, was provided.